Event description:
It was reported the patient experienced ineffective stimulation unless the stimulation strength was increased to a point where it was uncomfortable in her legs. Surgical intervention was undertaken and the ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.